Event description:
When responding to the patient's question regarding possible allergenic components of the lapband system, the patient had experienced band slippage and had one procedure to reposition the device. This report has been generated for that alleged event. A second procedure to "revise" the port was also mentioned. A second file and a second medwatch will be forwarded for the port surgery.